Event description:
Per the audiologist, the patient is experiencing unwanted noise when using the implant causing the patient to stop using the external speech processor. The results of an integrity test conducted on (B) (4), 2009 indicated normal device function. Explant and reimplantation is planned, but had not taken place at the time of this report november 25, 2009.

Manufacturer narrative:
(B) (4).